Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker went into backup operation mode. Multiple reboots were performed through the programmer but were all unsuccessful. The pacemaker was then explanted and replaced. The patient was stable before, during and after procedure.